Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. Additional information was received on (B)(6) 2012 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. He reported that if he rotated the iol, there would not be much of a change in the refraction and plans to do a prk (photorefractive keratotomy) instead. In a follow-up, the surgeon indicated the iol did not cause/contribute to the event. He also reported noting "anteriorization of the iol with post-operative capsule contraction." Additional information has been requested..